Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set had a luer lock that was easily disconnected from the tubing. The customer stated that "they simply pulled and the luer lock came off of its own tubing with little effort." This issue occurred before use and there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; therefore, a device analysis could not be completed.